Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the touchscreen is faulty. The customer reported that it¿s unknown if the unit was in use on patient , but there was no patient harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The unit was not in use on patient. The touchscreen was replaced to address the reported issue. The system fully meets specifications and is back in service.